Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that noise was seen on egm 1 (electrogram) and egm 2. The leads have been explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that noise was seen on egm 1 (electrogram) and egm 2. The leads have been explanted. No patient complications have been reported as a result of this event. It was further reported that the lead was suspect of fracture.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.